Event description:
It was reported that the patient presented to the clinic for a follow-up. Upon examination, an episode of inappropriate anti-tachycardia pacing (atp) was observed due to oversensing of noise on the right ventricular lead. Programming changes were made to address the oversensing. There were no adverse consequences to the patient. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".